Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that during a ventricular lead revision procedure, when the new lead was connected to the pulse generator, loss of capture was observed. The pulse generator was explanted and replaced.